Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented twice with the lead integrity alert triggered for the right ventricular (rv) lead having noise. Also the far field electrograms were small and on the second instance it caused the lead noise algorithm of the device to inappropriately withhold therapy for true ventricular tachycardia. Reprogramming and medication changes were done and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. (B)(4).